Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for mixed colors with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with a bd microtainer® sst¿ the shield was discolored. The following information was provided by the initial reporter, translated from japanese to english: the customer reports that the shield was partially discolored (the shield partially turned red).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd microtainer® sst¿ the shield was discolored. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reports that the shield was partially discolored (the shield partially turned red).